Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the tear drop label was missing. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported prior to use, patient end was missing from pen needle 6 pen needles affected stated, some pen needles were missing the tear drop labels prior to use, (count unknown).

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the tear drop label was missing. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported prior to use, patient end was missing from pen needle 6 pen needles affected stated, some pen needles were missing. The tear drop labels prior to use, (count unknown).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.